Event description:
N/a.

Manufacturer narrative:
Corrected field: d4 - serial # (lot number was incorrected reported as serial number in initial MDR). The ruggles micro kerrison rongeur - thin footplate (rn4851) was not returned for evaluation. Lot number information has been provided; device history record (DHR) was reviewed and no abnormalities related to the reported issue were identified. A definitive root cause could not be determined. The issue of a broken footplate may be the result of rough handling or environmental damage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that the footplate of the ruggles micro kerrison rongeur - thin footplate (rn4851) fractured off into the patient during spinal surgery. The procedure was impacted with a unspecified time delay due to the need to perform x-ray imaging to ensure that all metallic fragments were recovered from the fractured instrument. Not all broken parts were recovered but no parts were in the patient. The surgery was delayed, but no patient injury occurred. The staff used other equipment to complete the procedure. It was reported that the patient's status was stable post-procedure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.